Event description:
Using the sexual health product "passion lubes, natural water-based lubricant, 16 fluid ounce." I suffered from significant skin irritation on my penis that caused redness, itching, and discomfort after several mins of contact, and lasting for several mins thereafter. Mid redness and itching continued for the next 24-48 hours. The ingredients listed on the product are "purified water, propanediol, citric-acid, hydroxyethylcellulose, hydroxypropyl methylcellulose. Potassium sorbate, sodium benzoate, xanthan gum." FDA safety report ID# (B)(4).